Event description:
Deflation resulting in explantation.

Event description:
Deflation resulting in explantation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
The following updates were made to the report: adverse event, outcomes attributed to adverse event, date of this report, manufacturer name, city and state, contact office name/address/phone number, type of report, type of reportable event, if follow-up, what type, unchecked evaluation summary attached, event problem and evaluation codes, and additional narratives/date. Evaluation summary was removed as an attachment. The evaluation summary is as follows: no manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. During explant analysis, a leak was noted initially after filling with air, but could not be reproduced after filling with fluid. It is likely that debris/tissue in the valve channel disrupted the valve seal, which caused a leak and deflation, and then washed out during explant analysis.